Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that air bubbles were found in tubing and connection with tubing and reservoir. The customer's blood glucose was 127 mg/dl. Approximate size of air bubbles is 3/8", other two 1/4". The reservoir will not be returned for analysis.